Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were unreliable clips, intermittent firing. There were no patient consequences. There were enough clips to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: at what firing did the issue occur? He didn¿t say, but was frustrated in the inconsistency. Did the clips form correctly that did fire? No, some did not. To clarify: the same device that there was an issue with, completed the procedure? Yes. The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.